Event description:
It was reported there was a power on reset (por) condition following exposure to electromagnetic interference (emi). The por appeared after a radiation procedure, and the por error code was 0x0400. The por was cleared and afterwards the patient was receiving therapy as normal. The device was functioning 'fine.'

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial #(B)(4), implanted: (B)(6) 2011, adaptor model 3550-29, lot #n275567, programmer model 37743, serial #(B)(4), recharger model 37752, serial #(B)(4).